Event description:
New information received notes it was reported that the patient presented for a lead explant procedure. Prior to the procedure it was noted that the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The rv lead was explanted. Besides, during the procedure it was noted that the pacemaker setscrew was stripped. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of stripped was confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including sensitivity test under nominal settings indicated normal device functionality. Visual inspection shows stripped setscrew insets and damaged septum. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: investigation conclusion code (h6) and h10 statement. The reported event of stripped was confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including sensitivity test under nominal settings indicated normal device functionality. Visual inspection shows stripped setscrew insets and damaged septum consistent with inserting torque wrench at an angle and over-turning the setscrew. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.